Event description:
Reporter's silicone shell, saline implants, made by mentor ruptured in left breast. Reporter is having lots of problems now. Dr who did implants is no help. He hasn't even given rptr a copy of the records they have been requesting for four months. Rptr has many issues they need to talk to someone about. Rptr needs help.